Event description:
A pt, who is using a novofine 30 needle to administer insulin due to insulin-requiring type ii diabetes, reported that the needle broke off in the abdomen during administration of insulin in 2003. The pt was trained in using the device, however, it is uncertain whether the pt reuses the needle. Despite surgical intervention, the needle still remains in the pt's abdomen.